Event description:
Reporter alleged obtaining the results of 55 mg/dl and 156 mg/dl within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 55 mg/dl and 156 mg/dl within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.